Event description:
Customer reported that the implants have lack of stability and bone loss. Non-integration.

Event description:
Customer reported that the implants have lack of stability and bone loss. Non-integration